Event description:
The device tip became frayed and torn and then the re-entry needle would not deploy. There was also difficulty removing the device but it was removed without injury to the patient and the case was completed with no further complications and/or failures. A 6fr sheath was exchanged for a 7 fr sheath due to steep bifurcation because the outback would not track over bifurcation. The catheter was prepped in the straight configuration. The cannula tip fully retracted before insertion and the handle deployment slide locked in the proximal position. During prep the cannula/needle actuated smoothly and there was no difficulty retracting the cannula back into the catheter. A stabilizer extra support guidewire was used. There was difficulty advancing the outback over the guidewire and that is why the 6f sheath was exchanged for a 7 fr. Proper orientation was confirmed under fluoro prior to actuation of the cannula and there was no difficulty advancing the outback to the lesion but it was tight. While torquing the device during placement, the user held onto the black handle. The user encountered slight or minimal resistance when torquing the device. It is not known if the device made a "clicking sound" and then begin to turn freely while torquing. The user did not hold onto the luer hub assembly located in front of the black handle while torquing the device. There was no difficulty/resistance actuating the product. The "l" marker leg was on the catheter "lt" directional marker band, towards the target re-entry site and was verified using an initial fluoroscopic view. The "lt" directional marker band slot oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. Once at the lesion the cannula/needle actuated smoothly , the first time but then it failed and got stuck in the device. The outback was removed and a second device was used successfully.

Manufacturer narrative:
There was resistance or difficulty removing the outback from the patient and abnormal force was used, the cannula retracted prior to catheter withdrawal. The device was received for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the device tip became frayed and torn which prohibited the re-entry needle from deploying. There was also some difficulty noted while removing the device. The catheter was prepped in the straight configuration. The cannula tip fully retracted before insertion and the handle deployment slide locked in the proximal position. During prep the cannula/needle actuated smoothly and there was no difficulty retracting the cannula back into the catheter. There was difficulty advancing the outback over the stabilizer extra support guidewire so the 6f sheath was exchanged for a 7 fr. Once at the lesion the cannula/needle actuated smoothly the first time but then it failed and got stuck in the device. The cannula was retracted and the outback was removed, a second device was used successfully. Resistance/difficulty was encountered while removing the outback from the patient requiring the use of abnormal force. One non sterile outback was received coiled in two plastic bags. A kink was found at 2.5 cm from distal tip. Cannula was not deployed. No other damages were noted. An attempt to deploy the cannula was performed; however it could not be done due to the kinked condition. The unit was introduced to a 6f cordis sheath introducer and it was removed without any anomalies, also a 0.018 cordis guide wire was inserted to the device and went out through the cannula as expected. The failure tracking difficulty, withdrawal difficulty and resistance friction were not confirmed since functional test was successfully performed. The reported cannula/needle/damaged and cannula/needle/deployment difficulty-unable were confirmed. The cause of the failures experienced by the customer might be related to the kink found in the catheter. The cause of the kink could not be determined. Controls are placed in the manufacturing line to prevent defective units from leaving the building. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. With the information provided it is likely that vessel characteristics and procedural factors may have been responsible for the reported events. It appears that the catheter kinked during advancement in the vasculature resulting in the inability to deploy the cannula and causing difficulty when removing the catheter from the patient.